Event description:
The company was informed of a revision case of the tops system in israel. The original procedure was performed on (B)(6) 2023 due to spinal stenosis with grade I spondylolisthesis. The patient was treated with tops at l4-l5. At some point after the procedure, the patient complained of noises from the back during movement. On (B)(6) 2024, the tops motion implant was removed and replaced with a new one in a revision surgery. Before the removal of the implant in the revision surgery, the surgeon checked the lockage of all setscrews using the torque limiter tool. One setscrew (left l4) was opened easily compared to the other three setscrews. In addition, the tulip in that pedicle screw was not locked in place while the others were locked. All pedicle screws were firmly fixed in place. The tops explant was returned for investigation.

Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed and indicated that the involved lot was manufactured in accordance with company specifications without deviations. The explant analysis indicated a level of wear of the internal parts of the implant. The investigation indicated that the tightening of one setscrew was weaker than the others. This is further supported by the fact that almost no abrasion marks were observed on that setscrew, which indicates that it was not applied with high torque forces. In addition, the polyaxiality of that pedicle screw was not locked. These findings may indicate that the setscrew of one pedicle screw (left l4) was not properly locked, which may have contributed to the accelerated wear of the implant parts. Based on the available information, it is believed that the reason for the subsequent surgery was most probably related to the surgical technique in the original surgery and not to the tops system. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems.